Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. There was no evidence of moisture found on visual inspection. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following; leak testing revealed a casing crack between the case seal and the keypad cover and between the case seal and the display lens corner; the pump casing was opened and there was evidence of internal moisture on multiple components; the display was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter stated that the keypad buttons were unresponsive after the patient took a bath. The reporter indicated that there was moisture in the pump but there was no damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.